Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the insulin on board feature (iob) duration setting changed from 1.5 hours to 3 hours without user intervention. This report is made based on the allegation that the iob feature settings changed without user intervention.

Manufacturer narrative:
Device evaluation: (B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable duplicate the complaint of the insulin on board feature resetting without user intervention. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. Pump exercised for 24 on a 1 unit per hour basal rate with iob duration set for 1.5 hours. After 24 hours the iob rate remained the same at 1.5 hours. Unrelated to this complaint, the display screen had a pinkish contrast; pump booted to normal contrast with a replacement screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.